Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalogue vamc3636c200tj, lot v07328512, use by date 2019-02-15 and (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a 52 x 59 mm thoracic aortic aneurysm. The proximal neck was 28 mm in diameter and 26 mm in length. The distal neck was 33 x 33 mm, 30 x 31, 31,27, 30 x 30 mm in diameter from proximal to distal. The right iliac artery was 8.6, 6.9, 7.6, 8 mm from proximal to distal. The left artery was 8, 7.3, 7.6, 7.9 mm from proximal to distal. It was reported that a stiff wire was inserted from the right femoral artery followed by implant of the 32/32/150 valiant stent graft from just below the bifurcation to left subclavian artery. After that the, 36/36/200 valiant stent graft was implanted with sufficient overlap. Without touch-up, angiography was performed, and the procedure was completed with no endoleaks observed. After the incision was closed, a blood pressure drop was observed, and a large amount of bleeding was found within the thoracic cavity. Shortly after that, the patient had a cardiac arrest and died. Although arterial rupture could be the reason, per the physician, the cause of the event is unknown. A post-operative CT was not performed after the procedure. No additional clinical sequelae were reported.